Manufacturer narrative:
B5 - the reporter indicated that a 13.7mm implantable collamer lens was implanted into the patients right (od) and patient has a vault of 1200. Lens remains implanted with the patient under observation. D4 - unk - no serial number reporter. H4 - unk. Claim# (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that a 13.7mm vicm5_13.7 -7.50d implantable collamer lens broke during loading on (B)(6) 2023. Lens was not implanted. No patient contact or injury. A replacement lens was implanted same date different surgery and problem was resolved. Reportedly, "od with size 13.7mm has a vaulting of 1200, the surgeon decides - after the lens has to be exchanged due to breakage during loading - also for a size reduction from 13.7 to 13.2mm. Sizing now 600 micron." The reporter did not indicate cause of event. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm implantable collamer lens was implanted into the patients right (od) and patient has a vault of 1200. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim #: (B)(4).